Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Catheters should be replaced in accordance with the cdc guideline, "guideline for prevention of catheter-associated urinary tract infection." At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheterrelated adverse effect, the catheter should be replaced. Do not exceed recommended capacities. Sterile: unless package is opened or damaged.do not use if package is opened or damaged. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." The device was not returned

Event description:
It was reported by the district nurse that the balloon of the catheter had ruptured inside the patient bladder during the night/early hours. The care giver informed that the catheter was already removed from the patient at 8 am. It was stated that the nurse placed the ruptured balloon pieces together and there were no missing pieces. There was no any part of the balloon left inside the patient bladder however the patient experienced some pain at the time. No medical intervention was reported. The district nurse said that the catheter lot number was ngex1083. However they could not confirm which catheter supply it was that ruptured as two devices were given and the catheter was disposed off and only the lot number and expiry date was passed onto the nurse during out of nurse hours. Per additional information via email from ibc on 24may2021, the two catheters were used on the patient and there was no medical intervention as there were no missing pieces once the nurse put the pieces together.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported by the district nurse that the balloon of the catheter had ruptured inside the patient bladder during the night/early hours. The care giver informed that the catheter was already removed from the patient at 8 am. It was stated that the nurse placed the ruptured balloon pieces together and there were no missing pieces. There was no any part of the balloon left inside the patient bladder however the patient experienced some pain at the time. No medical intervention was reported. The district nurse said that the catheter lot number was ngex1083. However they could not confirm which catheter supply it was that ruptured as two devices were given and the catheter was disposed off and only the lot number and expiry date was passed onto the nurse during out of nurse hours. Per additional information via email from ibc on 24may2021, the two catheters were used on the patient and there was no medical intervention as there were no missing pieces once the nurse put the pieces together.